Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the mid left anterior descending (mlad) artery. A 3x15mm nc trek balloon dilatation catheter (bdc) was advanced without issue to post-dilatate an unspecified stent. Upon the first inflation to nominal pressure, the balloon ruptured. The bdc was simply removed, and a non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to case circumstances of the procedure. Based on the reported information, it is likely that the during inflation, the balloon became damaged against the stent resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design. Or labeling.